Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump cassette was empty when the patient came back for pump disconnection but shows 94.8ml in reservoir volume. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4: primary UDI, h6 - updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.